Event description:
I received a titanium dental implant on (B)(6) 2013. However it never felt quite right and hurt. The pain became substantial in (B)(6) 2016. In addition, I developed horrible dizziness, nausea, fatigue and a burning sensation in my throat. I was so dizzy and sick, I was no longer able to drive and even taking a shower became almost impossible. I had it removed on (B)(6) 2016. Within a couple of days, the dizziness subsided and I was able to drive again. I tested positive for a titanium sensitivity, but I feel there was something really wrong with the implant because I have titanium clips in me from gallbladder surgery and do not have those kind of symptoms from that.